Event description:
The doctor reported that when the blood flow rate was started, the arterial pillow was pulling. Blood was seeping at the catheter above the bifurcation, air was entering and the treatment was terminated.